Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, information received from medwatch report (B)(4) : patient had exposed vaginal mesh along the anterior vaginal wall that was removed. She had a placement of a restorelle mesh anteriorly with a bilateral sacrospinous ligament fixation and anterior colporrhaphy. She developed recurrent prolapse that was very bothersome to her, and she did not do well with pessaries. She then elected for the above noted procedure. She is also not a good candidate for pessary given her vaginal mesh exposure. Device malfunction - that is, the device did not do what it was supposed to do.